Event description:
Reporter indicated that the patient was seizure-free prior to generator replacement surgery for end of service, but that the patient has experienced four seizures since generator replacement surgery, two of which required visits to the hospital emergency room. At their last emergency room visit (week of 06/2002), the patient's medications were increased. The patient was seen by physician during that week and their device was reportedly on and functioning properly. Physician's office reported that the patient had not been seizure-free prior to re-implant surgery, but that patient had experienced breakthrough seizure all along. The patient is not scheduled to be seen by physician again until september 2002. Investigation to date has been unable to determine whether or not the reported event is related to the ncp system. Attempts to obtain additional information have been unsuccessful to date.